Manufacturer narrative:
Approximate age of device ¿ 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 016. It was reported that on (B)(6) 2019 the patient was feeling unwell at home. It was reported that the patient was foaming at the mouth upon ambulance arrival. The patient arrested en-route to hospital. Code was performed but was unsuccessful. The patient expired in the ambulance. An autopsy was performed and the exact cause of death was unconfirmed. There were no reported alarms for the event. On (B)(6) 2019 it was communicated that the cause of death was unknown even after the autopsy. A toxicology screen is planned. Per clinician, it is thought that the device operated as intended. The pump is expected to be returned. A log file analysis was performed by abbott technical services and found high power, low flow, and speed drops on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
An incidental finding of thrombus was identified during the manufacturer's investigation. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). A specific cause for the observed thrombus formations could not conclusively be determined through this evaluation. The submitted log file contained data from 07jul2019 through 08jul2019 and captured multiple pump stops beginning on 07jul2019 at 21:14:54 with corresponding low flow and low speed hazard alarms. The backup battery was in use from 07jul2019 23:17:30 until the end of the log file due to a no external power alarm from what appeared to be the heartmate ii 14v lithium-ion batteries fully depleting. Additionally, the log file captured multiple sustained periods of elevated power over 20 watts with associated elevations in flow up to 12 lpm. According to the account, most of the events in the log file were captured after the patient expired. (B)(4) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned secured to the inlet tube. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. Examination of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of the pump body, examination of the distal-side of the inlet stator revealed a thrombus ring adhered around the inlet bearing cup/ball. The majority of the deposition was hard and denatured as well as laminated which indicate that it likely developed in this location over an undetermined amount of time while the pump was operating. Additionally, examination of the proximal-side of the outlet stator revealed a thrombus formation adhered around the outlet bearing ball and over the outlet stator vanes. The deposition¿s areas of denaturation and lamination, as well as the presence of circumferential contact marks on the distal side of the rotor, suggest that it developed in this location over an undetermined amount of time while the pump was operating. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, they could have caused increased resistance on the spinning rotor, resulting in the pump power elevations and pump stops observed in the submitted log file. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.